Event description:
Procedure type: gastric bypass. According to the reporter: fired the eea after releasing anvil with knob. The instrument did not release from tissue, did not cut tissue, anvil was not fully tilted but knob was fully turned 2 1/2 turns. Had to resect around anastomosis and start over. Resected anastomosis and re-did the gj. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).